Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed a "check sensor" message. The procedure was concluded without incident. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.